Event description:
Technical services received a call on 09/14/2011 from sales rep. Lead was implanted on (B)(6) 2009. The lead has not been capturing in the past two years. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).